Event description:
A nurse reported the probe's fiber was observed to be damaged during a procedure. The case was completed with the same system and there was no patient impact reported. Additional information was received reporting the superior tip of the handpiece was "hanging" off and had not totally broken when the surgeon removed the tip from the patient's eye. The part of the probe that had been hanging came out in one piece. The customer reported that the patient was doing well.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).